Manufacturer narrative:
D15-intuitive surgical, inc. (Isi) received the sureform 60 stapler associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument triggered an error, "instrument failure, do not reuse." Based on log review the stapler instrument had a firing failure, error 22030. The instrument passed in house testing as fired, clamped and unclamped successfully without issue. Fa was unable establish root cause of the reported issue. Additionally, the instrument had a torn wrist cover. The tears measured approximately 0.149" - 0.442" and there was missing material measuring 0.076" x 0.036". Fa concluded this failure is attributed to the misuse/mishandling.

Event description:
It was reported during a da vinci-assisted procedure the surgeon encountered a fault when attempting to staple tissue with the sureform 60 instrument. The site could not remember the fault, but there was a message indicating to discard the instrument. The site completed the procedure with no report of patient injury. Isi made several attempts have been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.